Event description:
The customer reported a pt that had a low heart rate had stopped breathing before the heart rate alarm was triggered. The heart rate alarm was set at 40. CPR was administered unsuccessfully. The pt expired.